Event description:
It was reported that the patient¿s father stated the patient¿s pump was leaking insulin. The patient had attempted multiple supply changes using different lot numbers but continued to experience leakage around the connector. The agent walked the patient and her father through the correct supply-change process, including connecting the luer connector to the infusion set, navigating to the cartridge and infusion-set change workflow, rewinding the pump, drying the ilet housing, inserting a new cartridge without overfilling, and locking the cartridge in place with the connector positioned correctly. The patient then proceeded to fill the tubing; however, leakage around the connector persisted. The patient¿s father sent photos of the pump and supplies, and no visible issues were identified. The agent later followed up and instructed the family to attempt a supply change using water instead of insulin to assess whether leakage would recur. The patient became distressed during the attempt, and both the patient and father became overwhelmed, stating they would use an alternative pump instead. A follow-up attempt to obtain bg questionnaire responses and lot numbers was made, but contact was unsuccessful. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.